Manufacturer narrative:
Date of birth: patient¿s birthday was not provided, (B)(6) 1944 was used based on age of patient. The initial reporter also notified the FDA on march, 2022. Uf/importer report # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd safetyglide¿ needle only, 5/8 in., 25 g, the needle pulled out of the hub. The following information was provided by the initial reporter: after heparin, subq shot given to pt, safety on bd safety quite needle 25g x 5/8 was pushed into place. However, safety also pulled out needle from hub. This rn was not stuck with needle.

Event description:
It was reported that while using a bd safetyglide¿ needle only, 5/8 in., 25 g, the needle pulled out of the hub. The following information was provided by the initial reporter: after heparin, subq shot given to pt, safety on bd safety quite needle 25g x 5/8 was pushed into place. However, safety also pulled out needle from hub. This rn was not stuck with needle.

Manufacturer narrative:
Investigation summary: two photos showing a safetyglide needle (p/n 305901) were received and evaluated. Through visual inspection, it is observed that the needle had separated from the hub and adhesive material present on the lower end of the cannula near the blunt side. The observed condition was non-conforming per product specification. The photos were forwarded to the needle supplier for further evaluation and investigation. Further investigation was performed at needle manufacturing site. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Since no physical sample analysis a probable root cause could not be offered. A device history record review was completed for provided lot number 1323468. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.